Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's button error alarm. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. The customer also reported a frozen display after observing the time did not advance on the insulin pump. A new battery was inserted into the insulin pump and it alarmed unexpected restart. This alarm could not be cleared due to the keypad issue. The customer does not recall any significant events leading to the keypad issue. The customer reported that the all buttons did not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No frozen screen noted during test and time clock advances properly.